Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, the right atrial lead exhibited high, out of range impedance, and the wire could not be inserted into the lead completely. The lead was removed and replaced. No adverse consequences were reported on the patient.